Manufacturer narrative:
It was reported that the clear tape does not adhere well to the skin. They are finding the tape to be unusable and are opting to get another roll of tape to secure the IV. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Tape does not adhere well.